Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the patient was registered with an incorrect serial number. The caller was guided with changing the patient's profile and the correct serial number was assigned. The network remains in use. There was no patient involvement.